Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed power supply assembly and determined that the cause of the reported issue was due to a shorted capacitor, designator c58 from the power module.

Event description:
It was reported that the customer's device would not power on. Additionally, it was reported that the device had a burning smell when trying to power the device on. There was no report of any patient use associated with the reported issue.